Event description:
It was reported that the customer experienced a malfunction on the pump after it was pushed by a cat and fell on the floor. The customer's blood glucose level exceeded 500 mg/dl, displaying "high," and corrective action was taken through a manual injection. There was no need for assistance from a third party. Despite attempts by the customer to reset the pump, another malfunction occurred, prompting technical support to send a replacement pump with updated software. The customer was informed about the replacement, shipping details, and steps to follow, including returning the malfunctioning pump within 10 days.